Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdws0139 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported as the rns collected blood from the distal attachment, the y-site allowed air into the tubing which mixed with the blood as it continued up the tubing. It was stated a temporary fix has be to add a max zero needless connector clave (mz1000-07) to where the ll hub is connected and the issue was mitigated.